Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported, that the compressor went into unintended standby mode. According to provided information, the customer purchased and replaced the air compressor circuit board. The customer's feedback is that the previous fault has not occurred again and the problem has been solved. No parts were returned for investigation, therefore the root cause for the reported problem could not be established.

Event description:
It was reported, that the compressor went into unintended standby. There was no patient harm. Manufacturer ref. #: (B)(4).